Manufacturer narrative:
This report is being filed to provide additional information in a.2, a.3, a.4, b.5, b.7, e1, e.3. Investigation is in process. A follow up report will be provided.

Event description:
Further clarification of the event was provided by the customer: "the red blood cell detector detects red blood cells in the collection pipeline before the system predicts that the chamber is full, seen in the collect pipeline." Per the customer, this occurred repeatedly throughout the procedure. This was a mononuclear cell (mnc) collection procedure. The plasma was a pale yellow color and no hemolysis testing was performed. The red blood cells (rbcs) separate when the produc was spun/rested. No medical intervention was necesary for this event. The current patient status is "normal".

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h6 & h10. Root cause: the specific root cause for the reported hemolysis could not be determined. Since the customer reported the color of the plasma was pale yellow, it is likely that the alarm was caused by a mis-calibrated rbc detector. Other possible causes include but are not limited to: - collection preference was too low. - packing factor was less than 20. - wbc count or platelet count entered was not correct. - patient condition caused cells to prematurely exit chamber. - the aim system light covers were dirty. - inaccurate entry of the patient's hematocrit.

Event description:
Patient ID was not provided for this event.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site. It was determined that the machine required adjustment/alignment. The technician performed the adjustment/alignment and calibration the rbc detector. The machine was tested and was found to be working per manufacturers expectations. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a hemolysis event during a procedure using spectra optia. Patient information and outcome are unknown at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: one year of service history was reviewed for this device with no issues related to the reported condition identified. The device serial number history report indicates no further related issues have been reported for this device. The 'red blood cells were detected too soon' alarnm is generated when the red blood cell detector detects red blood cells in the collect line before the system predicted that the chamber is full. Investigation is in process. A follow up report will be provided.